Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(6) 2015. Of note, the reportable analysis is normally submitted via a bimonthly medwatch report submission that is due for submission (B)(6) 2015. Information was subsequently received on (B)(6) 2015 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis found that the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. (B)(4).

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was explanted post-mortem for cremation. The cause of death has been requested and not received.